Manufacturer narrative:
(B)(4). The customer advised that the products (both products) are not available for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. A review of the device history records indicated that both product (p/c 24-5453 and p/c 24-5412) met all manufacturing specifications during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
Clip raney 10/pk, part #245453, lot# lf600 had 1 extra clip inside of the pack. Sponge neuro 1x3 10/pk, part #245412 lot# 547036 had 9 sponges instead of the specified 10 in the pack. Originally filed as 2 complaints, one for each product. After verifying that both products were used on same patient, complaint # (B)(4) was voided. On 2/2/2015 per affiliate: unfortunately, I do not have the samples to send back to you. Please just document the complaint and send me a formal response so that I can forward it to the customer. What is the hospital¿s address? (B)(6). What was the date the event occurred? (B)(6) 2015. Did this event occur intra-operatively? Yes. Was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? The miscounted items were corrected prior to start of case.